Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major damage due to receiver usb connector was damaged/ defective. Receiver charge and boot tests were performed and failed . Functional tests were not performed due to receiver usb connector was damaged/ defective . An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver usb connector was damaged/ defective. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.